Event description:
A 59-yr-old female pt, status post coronary artery bypass graft surgery, returned to the operating room 9/19/95 for ruptured iabp catheter to be removed. Second event for same pt. The catheter was returned to MFR for evaluation. The conclusion was that the damage noted is consistent with that known to occur when a balloon catheter is used in the presence of intra-aortic plaque.